Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set tube was broken and leaked blood. The following information was provided by the initial reporter: "tube broken, blood leakage."

Event description:
It was reported that the bd q-syte¿ extension set tube was broken and leaked blood. The following information was provided by the initial reporter: "tube broken, blood leakage"

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 385101 and lot number 1113054. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through inspection of the sample, a crack was observed on the female connector component of the extension. Within our production process, this type of defect cannot be replicated; therefore, we believe this defect could be attributed to the raw material used for the product manufacture or due to customer handling. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.